Event description:
Patient reported getting an unresolved service error code after changing the battery. Patient also reported therapy cable is completely twisted. Wcd role in the event is pending evaluation of to-be-returned device.